Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated alarm did not occur during manual prime. Customer reported they are unable to troubleshoot at time of call. Customer was unable to determine the cause of the issue. Customer was advised to change entire infusion set as soon as possible if doesn't resolve issue.